Event description:
The customer contact reported that the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "broken". No tracking information was provided; therefore , specific pt information, pump programming, or events details were not available. During testing at the user facility, the pump did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse pt events and no reported delays of critical therapies while the device/pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4). (B) (4).